Event description:
It was reported that the pump intermittently delivered a bolus without user interaction. Review of the pump data logs by tandem technical support verified that the boluses were manually requested by the customer; however, the customer maintained the belief that the pump delivered the boluses without user interaction. The customer's blood glucose (bg) level subsequently decreased to range from 40-63 mg/dl. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.